Manufacturer narrative:
Title: success of endoscopic vacuum therapy for persistent anastomotic leak after esophagectomy ¿ a case report. Source: international journal of surgery case reports volume 80, march 2021, 105342. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed to illustrate the successful use of endoscopic vacuum therapy for persistent anastomotic leak after a patient underwent ivor lewis esophagectomy for lower esophageal carcinoma. It was noted that at the time of esophagectomy, the conduit was anastomosed to the proximal esophageal stump in an end-to-side hybrid fashion, using a 45 mmlinear stapler for the posterior wall and 2 layers of sutures to create a handsewn anterior wall. Postoperatively, the patient had an anastomotic leak which was captured on the upper gastrointestinal (gi) contrast study performed on postoperative day (pod) 5. It was noted that the patient underwent endoscopic esophageal stent placement and stent exchanges with adjuvant placement of clips, however, the leak did not seal. Ultimately, the stents and clips were removed and successful endoscopic vacuum therapy was initiated on pod 35, with discontinuation on pod 70. The patient was started on an oral diet and discharged on hospital day 84 and was followed in office for 3 months after discharge. The patient ultimately passed away shortly thereafter. The cause of death was not known, but at the time of death the patient had been free of complaints related to the surgery for some weeks.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that an unexpected content leak occurred along the staple line. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.